Event description:
On (B)(6) 2012, the pt was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2012, the pt presented emergently to the hosp, complaining of abdominal pain. Lab work revealed an elevated white blood cell count, and computed tomography (CT) scan revealed an infected graft. The physician suspects the infection was caused by the (B)(6) 2012 implant procedure. It was also reported that the infection caused the aneurysmal sac to rupture. However, because the graft remained in place, the pt did not suffer further injury. The physician performed an axillary-bifemoral bypass, the infected excluder devices were explanted, and the ruptured aorta was re-sewn. The pt tolerated the procedure.

Manufacturer narrative:
Result - a review of the mfg and sterilization records for the devices verified that the lots met all pre-release specs.